Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information an edwards surgical valve was explanted after an implant duration of approximately five to six years due to unknown reasons. No additional information was provided.

Manufacturer narrative:
(B)(4). Reference MFR # 2015691-2017-00124.

Event description:
Edwards received additional information that this valve was explanted after eight (8) years, three (3) months due to calcification, degeneration, aortic stenosis, and aortic incompetence. There was no sign of infection, but simply degeneration over time. This was excised and the patient underwent a bentall-type procedure due to a dilated aortic root, utilizing a composite graft and a 27mm pericardial valve. The patient was taken to the intensive care unit in stable condition.

Manufacturer narrative:
Through investigation it was learned other details and information related to this device explant were reported under MDR report number 2015691-2017-00124. Refer to MDR report number 2015691-2017-00124 for other details related to this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors may have contributed to the event; however, the cause remains indeterminable.

Event description:
Healthcare provider reported the 27mm explanted valve was heavily calcified. It was learned the patient's aortic root was also replaced during the procedure. Patient was reported to have been discharged and went home.